Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported, the system made a clanking noise then would not produce x-rays. No patient injury was reported.